Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was complaining over the past month her stimulation just been shutting off and also is not working to effectively manage her pain. It was subsequently reported that the representative met with the patient to do further troubleshooting. The patient had adaptive stimulation enabled and 3 programs. When the patient switches to different programs, she waits about 30 seconds between switching to another program. The patient reported she had left her stimulation on, and when she has pain return, she checks her patient programmer and her stimulation if off. The patient has programs assigned to upright/reclining but a 0v at lying position. The patient indicates that position does not matter, and impedances are all good. The patient reported no emi sources. Stimulation usage diary was reviewed. Only notable finding was that reported dipped from 100 to 40% usage. There was no indication of no therapy unavailable. A details diary was suggested, and the representative would see the patient in 2-3 weeks. No further complications were reported/anticipated.